Event description:
It was reported that no disposable alarm on cadd legacy for remodulin IV sometimes and she switches to other pump and it will work. Unsure if it is always the same pump or not. Advised to keep track of the pump that has problems and we can replace. Also if both pumps, most likely the cassette issue. No further details provided.